Manufacturer narrative:
As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the inflatable penile prosthesis (ipp) pump would not re-inflate after it was used. The physician believed there was fluid loss from the system. During the revision surgery the physician checked the reservoir and found that it was empty. The old reservoir was left in place. A new reservoir was implanted and connected to the existing pump and cylinders. The patient is expected to fully recover.